Event description:
Information was received from the health care provider (hcp) via the manufacturer representative (rep) regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the stim sometimes spontaneously turns off, and after connecting with the patient programmer, the therapy was shown as 'off'. The patient was now back on palexia. Unfortunately it was not possible to stimulate higher. When adding electrodes, the most ¿efficient¿ configurations were guarded (+-+) or double guarded (+--+). It was noted that when electrodes were far apart. Additional information received reported that out of regulation (oor) did not occur. The cause of stim turning off was unknown. Action taken was received a mdt data report. It was unknown if the event resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.